Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose while using the ilet system with a connected infusion set, with no alarms, no leaks observed, and a confirmatory fingerstick showing a high value; the patient disconnected and used an outside insulin injection and planned to reconnect later. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary elevation of blood glucose for several hours without medical intervention or hospitalization. Investigation included troubleshooting and user education by support staff. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device malfunction was identified based on available information. It was concluded that the event was user-reported hyperglycemia of unclear cause with resolution actions taken by the patient and no further adverse health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.